Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no deliveries from the insulin pump. The customer's blood glucose reading was 489 mg/dl. The customer treated with manual injections. The customer stated that the no delivery occurred when she put a new set together. The customer was advised to reinsert the reservoir and run manual prime. The customer stated that insulin did not exit. The customer was advised that changing the reservoir will resolve the issue.